Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced about 30 burn marks in an elongated shaped along the right side of face that was noticed 4 days post-treatment. Allegedly, the doctor noticed a noise like spark in tip at 19 reps and then changed to another tip and completed 900 reps. Patient was treated with antibiotics, burn dressing, and g-max laser for pigmentation. Reportedly, the patient's upper face is resolved, however depressed marks remained in jaw line.

Manufacturer narrative:
The treatment tip was returned for evaluation. Tip passed flow and thermistor testing. Tip failed leak testing and visual testing due to tear along side of tip. No functional test was performed due to tear. It is unknown what caused a tear on the side of the treatment tip membrane. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. An evaluation of the data card indicated there was failure to maintain constant force until the tone ends. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Breakdown or damage of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Burns, blisters, scabbing, and scarring are possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.